Event description:
Medtronic received info that this bioprosthetic aortic valve was explanted after 2 years of svc due to regurgitation and stenosis (peak 50 mmhg), and structural dysfunction relating to a tear on one cusp. The device was explanted and replaced with no reported adverse pt effects.

Manufacturer narrative:
Eval: device history reviewed. Results: - device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: upon receipt, the valve appears slightly distorted. All leaflets appear slightly stiff but flexible except where host tissue is present on the inflow. Small holes, tears and abrasions in all cusps were identified, which appear to be due to bias and/or possible long suture tail wear. The larger tears in the non-coronary and left cusps may have increased in size during the systolic and diastolic phases. Glistening off white pannus is present on the remaining edge of the sewing ring onto the tissue and base stitching into the inferior coaptive areas extending 1 to 2 mm onto all cusps reducing the inflow orifice area. Radiography shows remnants of mineralization in the host tissue adjacent to the left right and right non-coronary commissures. Conclusion: reduced performance of the device attributed to either bias cloth wear, and/or contact with a long suture tail. Review of the device history record shows that the product met manufacturing specifications when released for distribution. Device replaced without reported pt complication.